Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: h6 medical device code and h6 component code. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the investigation findings, the probable cause of the malfunction is attributed to stress caused by either excessive or insufficient physical force exerted on the component, resulting in wear, bending, deformation, fracture, or fatigue. The most probable cause of the complaint was traced to component failure, indicating an expected or random component failure with no evidence of a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the bending rubber of the uretero-reno videoscope is bunched up on itself, with little spots where it¿s rolled up. There were no reports of patient involvement.